Event description:
This complaint was reported directly to the (B)(6) as a reportable event involving a nimbus 3 pump serial number (B)(4) and mattress. The pt has rec'd grade 4 ulcers due to a failure of the pump air compression. As the event was reported directly to the (B)(4), the MFR investigation commenced on receipt of this call.

Manufacturer narrative:
(B)(6). This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The info contained in this initial report is based upon the info provided to the MFR by reps of the (B)(6) competent authority. Add'l info will be provided following the conclusion of the MFR's investigation.